Manufacturer narrative:
The product was not returned and was not alleged to be faulty. Dental issues are a potential side effect of mask use and are included in the "warnings" of the activa lt user guide: "using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." Note: reason for delay in reporting. During an internal audit that reviewed 3 years of closed complaint files, this complaint was found to have been an isolated incident which was incorrectly assessed. Resmed is submitting a medwatch now as it meets the criteria for an MDR reportable event.

Event description:
A patient reported to the manufacturer that their CPAP mask was causing alignment of their teeth to be off.